Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse was unable to confirm the reported event while on site. Fse trimmed two feet of waste tubing inside of the waste bottle. He was subsequently able to run quality control (qc), and several racks of patients without leaks or liquid under the unit. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 01may2017 through aware date 01jun2018. There were (B)(4) similar complaints identified during the search period. The g8 operator's manual, under chapter 2- connections, states the following: 2.5 connections: waste tube insert the waste tube firmly into the waste port located on the bottom of the main unit. (Refer to fig. 2-5) securely tighten the waste tube with the bandage provided in the accessory box. Insert the other end of the tube to the waste bottle. (Refer to fig. 2-6) note if the waste tube is bent, the waste eluent may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste eluent level. When changing the analyzer location, make sure that the tube is not loose, broken or bent and that the waste eluent drains out smoothly. The sample loader must also be temporarily disconnected when changing the analyzer location. If the waste tube is bent and waste eluent cannot smoothly drain, the sample dilution may not be accurately executed during the assay. Do not try to pick up or move the tube. Keep the waste tube end above the top of the waste eluent. The most probable cause of the reported event is due to possible waste tube kinking inside the waste bottle.

Event description:
It was reported that the customer's g8 analyzer was leaking from underneath. Technical support (ts) instructed the customer to check that the waste tubing was hanging straight down and draining into the drain. Further inspection of the device revealed that the reagents were not empty, the wash was full, and the sampling needle assembly was straight with tubing attached. There were no signs of obvious leaks from the column or filter. The customer was unable to replace the sampling needle assembly because a spare one was not available on site. Fse was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.